Event description:
Information received by medtronic indicated that there was insulin flow blocked alarm during fill tubing with 2 different infusion sets. The cannula fill with the new set of 5u and insulin exited. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned pump for alleged insulin blocked alarm during unknown timing found on (B)(6) 2022. Insulin pump passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Test p-cap locked into the reservoir tube successfully. No unexpected insulin flow blocked alarms noted during testing. Pump successfully downloaded to thump. Confirmed pump alarm insulin flow blocked alarms during rewinding on the event date in the pump downloaded history from 08:37:55.00 to 08:39:26.00. The pump was cut open and found moisture damage on pcba 1 and pcba 2. The following were noted during visual inspection: pillowing keypad overlay. Insulin blocked alarm during unknown timing was not confirmed during testing. Pump passed full dry test. Insulin flow blocked alarms during rewinding was found in the pump history download. Exposed to moisture confirmed. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.